Event description:
It was reported that the port for the patient cable was broken and needed to be repaired.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device's most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the housing near the connection for the patient cable on the power module was confirmed. Visual inspection of the returned power module, serial (B)(4), revealed damage to the housing around the connection of the patient cable. The damaged parts were replaced. The device underwent functional testing and passed all steps without any issue. The device will be returned to the customer. A root cause of the reported event was not determined through this analysis. Incidental findings: damages housing near the silence button and bottom housing, and streamline battery cable detent tab sheared device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 02nov2012. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. No further information was provided. The manufacturer is closing the file on this event.